Manufacturer narrative:
Based on the information received there were substantial evidence to support the following reported events; aortic rupture, pain, surgical conversion, cardiac arrest, and death. Additionally there was evidence to reasonably support the following observations; 2.5cm sac growth over 15months, endoleak iiib of the main body and initial suprarenal cuff (reported in another report), hemodynamic instability. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity of the main body was related to strata material. Additionally, small calcified aortic bifurcation (anatomy-related) likely contributed to this event. The most likely cause of the compromised stent graft integrity of the initial cuff was related to strata material. No procedure, and/or user related issues determined. Unable to determine off-label and/or cautionary used conditions due to lack of pre-implant imaging. Associated clinical harms for this device failure included: pain; rupture; type iiib endoleak; sac growth; surgical conversion; hemodynamic stability; cardiac arrest; death. No procedure-related harms were determined. The final patient deposition was expired on the operating room table following cardiac arrest and unsuccessful resuscitative measures. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to 0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to 0.2%. Devices remain implanted in the patient and were not returned, no evaluation completed. Lot information was not received and a manufacturing review was unable to be performed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated and suprarenal stent to treat an abdominal aortic aneurysm 2013. The patient presented emergently on (B)(6) 2016 showing evidence of a component separation, where a re-intervention was performed to implant a vela suprarenal stent graft to correct the issue. The patient again presented emergently on (B)(6) 2017 with abdominal pain. A non-contrast CT showed a potential rupture of the aorta, and the patient was converted to open surgical repair to explant the device. The patient went into cardiac arrest during the explant procedure and expired.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; aortic rupture, pain, surgical conversion, cardiac arrest, and death. Additionally there was evidence to reasonably support the following observations; 2.5cm sac growth over 15months, endoleak iiib of the main body and initial suprarenal cuff (reported in another report), hemodynamic instability. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity of the main body was related to strata material. Additionally, small calcified aortic bifurcation (anatomy-related) likely contributed to this event. The most likely cause of the compromised stent graft integrity of the initial cuff was related to strata material. No procedure, and/or user related issues determined. Unable to determine off-label and/or cautionary used conditions due to lack of pre-implant imaging. Associated clinical harms for this device failure included: pain; rupture; type iiib endoleak; sac growth; surgical conversion; hemodynamic stability; cardiac arrest; death. No procedure-related harms were determined. The final patient deposition was expired on the operating room table following cardiac arrest and unsuccessful resuscitative measures. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. Devices remain implanted in the patient and were not returned, no evaluation completed. Lot information was not received and a manufacturing review was unable to be performed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.